Event description:
The reporter contacted animas on (B)(6) 2014 reporting having delivered two boluses of 5.85 units for a blood glucose of 10.7 mmol/l. The reporter indicated that the insulin sensitivity factor was set to 3 mmol/l per unit of insulin and the amount of insulin taken was enough to decrease blood glucose levels to critical range. The reporter was advised to contact emergency services and intake oral carbohydrate to prevent a low blood glucose. A family member contacted animas later in the day to follow up on the event. The reporter indicated that the patient was taken to the emergency room when the patient was monitored and was later discharged when blood glucose levels came up to 12 mmol/l. The reporter indicated that the issue was a programming error by the patient; the reporter indicated that the patient had not been getting enough rest and did not realize that two boluses were programmed. This report is made based on the allegation that the patient sought medical attention to prevent hypoglycemia related to erroneously programming two boluses instead of one.

Manufacturer narrative:
The pump has not been requested for return to animas. The event was attributed to use error of the product of programming two boluses instead of one resulting in the patient seeking medical attention. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.